Event description:
A report was received that the patient had a procedure related infection at the pocket site. The symptoms were fever, redness and irritation. Antibiotics were prescribed. The infection was cleared.

Event description:
A report was received that the patient had a procedure related infection at the pocket site. The symptoms were fever, redness and irritation. Antibiotics were prescribed. The infection was cleared.